Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2018 with worsening discharge, erythema and tenderness of her driveline. The patient has a 2 week history of increasing redness around her driveline. The patient denies any changes with chest pain, palpitations, shortness of breath or recent illness. The patient denies any fevers but does say she can feel the difference in her stomach around her driveline. This hospital course blood culture remained (B)(6), wound culture grew (B)(6). The patient started on broad spectrum antibiotics (B)(6) and (B)(6). The patient's computer tomography scan did not show extensive infection so debridement is not recommended. Infectious disease was consulted and recommended home (B)(6) through (B)(6) 2018. The patient was sent home with a PICC.